Event description:
It was reported that during a vats wedge resection, the first firing there were no issues. The second firing the device locked on tissue. The manual release was employed multiple times and did not open the jaws. The incision had to be enlarged to incorporate a different device through the same incision to staple out the locked device and the tissue. The procedure was prolonged by approximately twenty minutes. The procedure was not converted to an open. The additional device was used to complete the procedure. The post operative care did not change. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.